Manufacturer narrative:
Product manufacturing site updated due to receipt of serial number. Manufacturer report number corrected and reported under 1119421-2026-00221. Additional information was provided in d.3.,h.3., h.6., and h.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implant procedure, the optics were scratched and a back up lens was implanted. Additional information has been requested.